Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-13818. The patient reported she is experiencing pain and discomfort at her ipg site. It was also reported on (B)(6) 2013 that the patient is experiencing neck pain and wants her scs system explanted. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.